Manufacturer narrative:
Submit date: 6/18/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a venous uv catheter that had split at the merging of the line to the hub. No air was noticed and no obvious harm to the baby. The line was put in (B)(6) 2018 shortly after birth in the morning and found leaking and split on (B)(6) 2018.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported a venous uv catheter that had split at the merging of the line to the hub. No air was noticed and no obvious harm to the baby. The line was put in (B)(6) 2018 shortly after birth in the morning and found leaking and split on (B)(6) 2018.¿ a review of the device history record (DHR) for lot no. 1801000071 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample was returned for evaluation. The sample consisted in one (1) 3.5fr p.u.r. Umbil catheter. The condition in which the device was received precludes functional testing. Through visual evaluation it was observed that the catheter returned had a split. Based on the available information, it can be concluded that product was manufactured according to specifications. The split in the tube of the catheter may have occurred when mishandled during clinical application. No relationship between the device and the reported incident was confirmed. The observed damage was misuse of the product which would have caused or contributed to the reported incident. The reported customer complaint is confirmed. The probable root cause is customer misuse. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.